Event description:
The manufacturer received information alleging that the device remstar auto a-flex was actively shredding black foam particles into the air path and mask. The machine was stopped due to health risk associated with the pe-pur foam degradation.